Manufacturer narrative:
On december 14, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation and replacement surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2022, mentor became aware that the patient's implants were both removed and replaced with the following devices: (left) 405cc mentor memorygel breast implant catalog: smpx405 lot: 9590303 sn: (B)(6) and (right) 405cc mentor memorygel breast implant catalog: smpx405 lot: 9552244 sn: (B)(6). On january 30, 2022, mentor became aware that the suspect medical device is a 400cc mentor memorygel breast implant (catalog: 3504004bc) with possible lot numbers: 5572702 and 5567962. It was not indicated which device belongs to the left breast, so both the lot numbers will be provided and a supplemental report will be submitted when clarifying information becomes available. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
On february 11, 2022, the mentor failure analysis lab received the devices for evaluation. Upon receipt, mentor became aware that the ruptured implant was lot number 5572702, so it has been populated as the suspect medical device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to be ruptured. Additionally a crease was observed on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-5567962). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with an unspecified mentor gel implant on the left breast, suffered spontaneous left breast implant rupture, post-procedure. The rupture was diagnosed via physical examination and was also confirmed via an ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.